Event description:
Related manufacturer reference number:2017865-2022-13452; related manufacturer reference number:2017865-2022-13453. It was reported that the right ventricle lead was dislodged, identified via fluoroscopy and also exhibited failure to capture. The right ventricle lead was repositioned on (B)(6) 2022. Patient was stable. On (B)(6) 2022, it was noted that the left ventricle lead and right atrial lead were both dislodged, identified via fluoroscopy, and both the lead exhibited no pacing and extra cardiac stimulation. Both that atrial and left ventricle lead were explanted and replaced. Patient was stable.

Manufacturer narrative:
Correction: h6.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.